Event description:
Based on medical records provided by the pt's attorney: (B)(6) 1999 - pt underwent repair of incisional hernia with composix mesh and release of partial small bowel obstruction. On (B)(6) 2001 - pt underwent excision of infected composix mesh and primary closure of abdominal wound.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has received add'l event info indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the add'l info received. Currently, it is unk whether the device may have caused or contributed to the reported event. The info provided indicated that the pt was treated for an infection. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." There were no product identifiers in the medical records provided; therefore a DHR could not be conducted. Additionally, no sample was returned for eval. With the currently available info, no conclusion can be drawn.